Manufacturer narrative:
No unexpected frozen screen anomalies noted during our testing and the time advanced properly. All of the buttons function properly and no damage to keypad traces and the connector on the lcd board was not unlocked during our visual inspection. However, the insulin pump was received with minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 130 mg/dl. The customer stated the act button isn't responding and it is hard to press as well. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.